Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
Consumer reported, when he was taking his injection, he felt insulin running down his stomach. Stated, he then attempted to remove the syringe to investigate and that's when the needle broke off into his stomach. Stated, he was able to remove the needle from his stomach. Stated, there was no bruising and he did not seek medical intervention. 1 syringe affected. Lot: 7197112. Catalog: 328290. Date of event: (B)(6) 2024 samples: yes cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.